Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03mar2021.

Event description:
It was reported to philips that the nav-ring was not responding. The device was not in clinical use at the time of the event. This issue was found during servicing of the device. There was no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.

Manufacturer narrative:
G4:09mar2021. B4:13mar2021. The philips field service engineer (fse) confirmed the issue and determined the front bezel assembly required replacement. The fse replaced the front bezel assembly to resolve the issue. The device passed performance verification tests and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.